Event description:
It was reported that after connecting the chronic lead to the new device, a pause occurred. After checking with an analyzer all testing values were good. The patient was monitored and was discharged from the hospital. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).